Manufacturer narrative:
(B)(4). Date sent 12/9/2024. D4 batch #930c38. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be damage. The damage to the pcb board is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 930c38, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, the device could not be fired. It was used on duodenum. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.